Event description:
It was reported that during a laparoscopic appendectomy procedure, on the initial appendix firing of the device the staples did not form and part of the blade broke off and fell into the patient. The piece was retrieved by cutting out part of the cecum and retrieving with an endocatch bag. A new device was then used to complete the procedure.

Manufacturer narrative:
Date sent: 09/17/2009. Cartridge. Evaluation summary - the analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. In addition, the cartridge deck was noted to be damaged this is consistent with the device being clamped over a hard object. Hard objects such as clips or other surgical devices should be avoided as they can cause the device to fail. No functional test could be performed as the firing mechanism was noted to be jammed due to the damage. The device was disassembled to verify the condition of the knife and no anomalies were noted. While no conclusion could be reached on what caused the event with the information provided, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process.